Manufacturer narrative:
B5 (describe event or problem) was updated based on the received additional information. H6 (health effect - clinical code) was updated based on the received additional information. H6 (health effect - impact code) was updated based on the received additional information. The reported autopulse li-ion battery was replaced under sales order (so) # 4328367 as part of the recall.

Event description:
During shift check, the fully charged (showing four green lights) autopulse li-ion battery (sn (B)(6) did not power on the autopulse platform. After charging the battery, the charger showed a green led (ready symbol), and the battery was fully charged. No patient involvement.

Manufacturer narrative:
The autopulse li-ion battery (sn 07757) was not returned to zoll for investigation. The customer acknowledged they had received the recall letter from zoll on december 7, 2022.

Event description:
The customer reported that the fully charged autopulse li-ion battery (sn (B)(6)) does not power on the autopulse platform. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.